Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g4, g7, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Repair of the device was not performed because the device was not returned and the serial number is unknown. Lot/serial identification is necessary for review of device history records, and lot/serial identification was not provided. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed. Product location unknown.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the dermatome was not functioning properly. Instead of shaving off a thin layer of skin, it made an incisional wound. No additional consequences have been reported as a result of this malfunction.